Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead in segments was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal and proximal conductors. The outer insulation was melted, had a breached cut and white substance, and cosmetic depression. There was blood in/on the helix mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was inadvertently dislodged during the prophylactic laser extraction of the ventricular lead. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.